Event description:
The customer reported that the side-firing fiber forward fired after a maximum of 50 joules during a prostate procedure. The procedure was continued with two additional fibers, which were also reported (reference MFR report numbers 2937094-2012-00562 and 2937094-2012-00563). It was reported that the procedure was completed with a fourth fiber. No patient injury was reported.

Manufacturer narrative:
(B)(4).